Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, the patient had angina and restenosis. In (B) (6) 2007, the target lesion was located in the 1st diagonal artery with 90% stenosis, a lesion length of 10.0mm and a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilatation, placement of a 2.75 x 16 mm study stent, and post-dilatation with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. In (B) (6) 2008, 170 days post index procedure, the patient was admitted for recurrent episodes of anginal chest discomfort, which had been accelerating in intensity in recent weeks. Coronary angiography revealed: left main coronary artery (lmca): distal, 30%-40% stenosis, left anterior descending (lad) (target vessel): proximal, 80% ostial stenosis; mid, 40% lesion; 1st diagonal, jailed by lad artery stent, 70%-80% ostial stenosis; proximal lad stent, patent with 40% in-stent restenosis; proximal 1st diagonal artery stent, 90% in-stent restenosis. Core lab report notes: np pci performed. Multifocal isr involving 2 focal lesions, one in the proximal edge and the other within the study stent. Three days later, the patient underwent CABG surgery, with saphenous vein grafting to the lad (restenosis of taxus express2), 1st diagonal, and 2nd om. The patient was discharged ten days later on aspirin and was restarted on clopidogrel a day later.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.